Manufacturer narrative:
CT and angiographic images were received by gore from the facility, and an imaging evaluation was performed. Two time-points were available for evaluation: post-implantation cta dated (B)(6) 2015 and a procedural angiogram dated (B)(6) 2016. Maximum diameter of the aneurysmal sac on (B)(6) 2015 appeared to be approximately 54.9mm x 72.8mm. Axial images appeared to confirm contrast in a lumbar artery at the level of the implanted device communicating with contrast pooling in the posterior left aneurysmal sac. Possible contrast pooling was observed in the anterior right sac as well. Contrast in the (B)(4)on the arterial series could be confirmed. Communication between contrast in the (B)(4) and possible pooling of contrast in the sac could not be confirmed. Angiographic images from (B)(6) 2016 appeared to show the process of coiling a lumbar artery via trans-lumbar technique. Images of an angiographic run showing contrast flowing through the entire implanted device were not included. Final images showed contrast in the aneurysmal sac. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
UDI: (B)(4). Concomitant medical products: patient medications include amlodipine besylate 10mg qd and doxazosin mesylate 2mg qd. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.

Event description:
On (B)(6) 2015 the patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. On (B)(6) 2015 during the follow up visits a computed tomography angiography (cta) showed a type ii endoleak and a maximum diameter of the aortic aneurysm of 72.0mm. On (B)(6) 2016 the patient was treated with a coil embolization of the left internal iliac artery branch (reported in previous medwatch # 3007284313-2016-00039). On (B)(6) 2016, ultrasonic imaging reportedly identified a persistent type ii endoleak arising from the inferior mesenteric artery and draining through a lumbar artery at the level of l4. According to the report, the aneurysm had enlarged in diameter by 0.5 cm from a previous measurement. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby coil and glue embolization was performed to treat the type ii endoleak. The endoleak was resolved, and the patient tolerated the procedure.